Manufacturer narrative:
H.6. Investigation: three used samples and two photos were provided to our quality engineer for evaluation. Upon visual inspection, a leak between the stopper ribs was observed. No damage or molding defect was noted in any of the provided samples and the stopper was properly assembled to the plunger. One retained sample of the same lot was tested for leakage, no damage or defects were identified and no leak was observed. A device history review was performed for reported lot 1811208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information, we were not able to determine a definitive root cause at this time.

Event description:
It was reported that the syringe 50ml14ga 1-1/4in perfusion experienced leakage during use. The customer stated, "we have almost no syringe that is really tight. In almost all syringes the drug runs past the plunger and goes out behind. As an example of today I photographed 2 syringes again. The content does not matter - whether propofol as a fatty solution or clear mixtures - or as in this case nacl with remifentanil - the problem remains the same."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml 14ga 1-1/4in perfusion experienced leakage during use. The customer stated, "we have almost no syringe that is really tight. In almost all syringes the drug runs past the plunger and goes out behind. As an example of today I photographed 2 syringes again. The content does not matter - whether propofol as a fatty solution or clear mixtures - or as in this case nacl with remifentanil - the problem remains the same."